Manufacturer narrative:
B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device only intermittently recognized a connection of the defibrillation therapy cable assembly. Without this connection being recognized, the device would not have the ability to deliver defibrillation therapy to a patient, if needed. There was no patient use associated.